Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tech loaded first clip, clip scissored in jaws of device, and fell out of device. This happened on several clips. A second device was opened same issue occurred. Surgeon also said handles felt "sticky (resistance)." A third device of same code was used to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Jaws. The er420 device was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, fourteen clips were ejected and then, it locked out as intended. During the analysis, no difficulties to fire the instrument were noted. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.